Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at catheter junction the patient presented with right index finger pain, bleeding, and limited mobility for 5 hours. Admitted to the emergency room at 19:38, the doctor on duty, wei xinyi, examined the wound and instructed the nurse on duty, (B)(6), to administer an IV drip. At 19:45, (B)(6) inserted a cannula into the patient's vein. After the insertion was successful, blood was found to be flowing back into the cannula and spurting out from the wound, requiring the cannula to be reinserted.

Manufacturer narrative:
1. DHR/bhr review(lot#4258107): 1)the products of this batch were assembled at intima ii auto line 2 in oct, 2024, and packaged at r240 & cfs package line in oct, 2024. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint,and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications,no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.the plant will continue to track and monitor such.

Event description:
No additional information available.